Event description:
It was reported that during inspection by the distributor, the autopulse platform did not work and displayed a user advisory 29 (loss of brake connectivity) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.